Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 1.22 ng/ml was obtained on a patient sample. The result was reported to the physician. A sequential sample was tested on an alternate analyzer and a result of 0.3 ng/ml was obtained. The original sample was repeated on an alternate analyzer and a result of 0.3 ng/ml was obtained. The pt was admitted to the hospital for observation, but there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I is unknown.